Event description:
It is reported that the pt came in for follow-up and x-rays. The next day the pt was in her car and felt like something was wrong. The pt came in the following day and x-rays showed that the head was broken. Implant date is unk. Explant date was 2008.

Manufacturer narrative:
Eval summary: as received, the femoral head was fractured into multiple pieces. The liner exhibited deep gouging that likely occurred when the head fractured. The implant date and femoral stem used are unk. The fracture surfaces suspected to be the fracture origin were analyzed and appeared to be due to fatigue. The cause of the fracture could be due to (but not limited to) component malposition. However, the exact cause of the complaint can not be determined. Eval: device history records indicate device manufactured to specification. Scanning electron microscopy analysis/energy dispersive spectroscopy analysis were used.